Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. The patient reportedly felt slightly drowsy and lost consciousness on (B)(6) 2025. His daughter immediately contacted emergency medical services (ems) for assistance. According to the reporter (a nurse), the patient's daughter mentioned that throughout the day prior to the incident, the patient had been receiving inaccurate readings from his cgm, with discrepancies ranging from 100 to 120 mg/dl between his bg and cgm values. However, she was unable to provide the exact readings. No medication or treatment was administered at home prior to ems arrival. Upon arrival, paramedics measured the patient¿s bg at 50 mg/dl. The cgm reading at that time was not recalled by the reporter. The paramedics administered intravenous glucose and dextrose during transport to the emergency room (ER), after which the patient regained consciousness. At the ER, the patient continued receiving IV treatment initiated by ems. He rested and remained under observation for approximately six hours before being discharged the same day. The patient was reported to be feeling well at the time of discharge. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that there was a difference in readings of 100-120 points. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.